Event description:
Baxter's pca pump - showing that 9.6mg morphine -1mg/ml - delivered, while none had been administered - syringe full. Pt did not receive pain relief. Different pump used with no problems.